Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced and moved laterally for comfort. Upon initial interrogation, contacts 0-3 and 5 had high impedance values of >3600 ohms. The patient was only using contacts 8-15. The new ins was hooked up and only contacts 3, 4 and 5 showed impedance of >10000 ohms. The patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 389033, lot# j0527085v, implanted: (B)(6) 2006, product type: lead. Product ID: 389033, lot# v001829, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# v007655, implanted: (B)(6) 2006, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).